Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The devices are not available due to the ongoing litigation.

Event description:
It was reported that, "it was reported through the attorney for the pt, as a result of a legal claim, that allegedly the pt developed problems with the hip system, the exact nature and extent of the problems are unk."